Event description:
It was reported that during an implant attempt there was an unknown performance issue with the right ventricular (rv) lead. Follow up information was attempted, however, was unable to be obtained. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.